Event description:
It was reported that the patient was in an impact with other children, which could have affected the internal device. After the incident, there are only 3 electrode channels functional. The patient is no longer able to understand speech.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.